Event description:
During procedure prior to implant, the physician tested the helix and it was unable to extend. The lead was discarded and a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. X-ray inspection found overtorque of the inner coil consistent with procedural damage. No anomalies found on the lead except for procedural damage.